Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a broken shell and others, fold creases, and missing a piece of the shell (0-25%). A microscopic analysis was performed which identified a sharp broken with stress marks near the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as surgical impact. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.